Event description:
It was reported during a lap appendectomy procedure, the device was being used to staple the appendix and the jaws of the device fell apart and into the patient, but was retrieved. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.